Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon noticed resistance upon twisting the plunger, the intraocular lens (iol) became mangled/torn as it was advanced into the eye and was removed. The iol was loaded per the directions for use. No additional information was provided to abbott medical optics.

Manufacturer narrative:
The concomitant product was known but inadvertently not included. It is being added in this supplemental report: 1mtec30 cartridge, lot# cb41384. The customer confirmed there was no incision enlargement or vitrectomy. There was no patient injury. A backup lens was used to complete the procedure. Device available for evaluation? Yes, returned to manufacturer on 2/6/2017. Device returned to manufacturer? Yes . Device evaluation: visual inspection with the unaided eye shows the iol was stuck in cartridge. Considering the condition of the lens additional analysis is not possible. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.